Manufacturer narrative:
Device passed displacement test and self test. No back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the hard to see the numbers on insulin pump due to back light anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer push the arrow button down for light to come on it is dull and hardly changes at all. Customer performed a self test which was successful but screen was hard to read. The device will be returned for analysis.